Manufacturer narrative:
No product information has been provided to date. This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Block assembly was damaged. Tank cover was severely cracked and front cover was broken. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. There was no power. The technician tested printed circuit board (pcb) that was installed. The device powered on. The original pcb was bad. The reported issue was duplicated. The root cause of the reported issue was found to be a faulty pcb. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received indicating that a smiths medical fluid warmer would not power on. There were no reported adverse events.